Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their pulse has been irregular. The patient identified that they only experience this when a signal booster for their cellular phone is turned on and when they turn it off, they don't have any symptoms. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.